Event description:
It was reported that during the implant procedure and upon hooking the device up to the lead, noise was seen, however, it was not seen on the analyzer. After using a second device, noise was still seen. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted. . Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.